Event description:
It was reported that the patient felt tenderness at the implantable pulse generator (ipg) device site. A pocket revision was being performed to place the device sub-muscular when the right atrial (ra) and right ventricular (rv) leads dislodged. The physician decided to upgrade the device to an MRI conditional system. The device and both leads were explanted and replaced. No further patient complications have been reported as a result of this event.